Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, after multiple lead repositioning attempts due to placement difficulty, the lead was connected to the device and exhibited noise and pacing impedance measurements of greater than 3000 ohms. The lead was checked via the pacing system analyzer (psa) and was not sensing. No noise was observed via the psa; however, the psa would not show an impedance measurement when pacing. The connection between the device and this lead were checked several times and no issue was noted. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.